Event description:
A purchasing manager reported that postoperative inflammation was noted after the first four cataract with intraocular lens implant procedures of the day. It was noted that epinephrine had been added to the balanced salt solution (bss). It was reported that all four patients were "seeing well". It was reported that the doctor does not feel that any alcon product contributed to the event, and therefore declined to provide any further information.

Manufacturer narrative:
No complaint sample or lot number was provided for this complaint. It was noted that epinephrine had been added to the bss, which is considered off-label use. A root cause could not be identified with current information. (B)(4).